Event description:
It was reported that a patient experienced a shocking or jolting sensation when the stimulator was first turned on after have the im plantable neurostimulator (ins) replacement surgery. It was stated that the patient "fell to the floor because as soon as he pressed the on button, he got such a strong shock, he could not even move." The patient felt as though he had been tazed. The patient stated that he had never had this problem before. It was stated that they "did a few programs at the hospital." The patient was very angry. The patient stated that the device "basically paralyzed" him and he was "hardly able to take a breath." The patient had an appointment scheduled for (B)(6) 2013 to meet with his doctor. It was stated that it "took a while for the patient to be able to turn stimulation off." No further information about this event was reported. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3487a-56, lot # v173876, implanted: (B)(6) 2008, product type lead; product ID 3487a-56, lot # v181340, implanted: (B)(6) 2008, product type lead. (B)(4).